Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving dilaudid (concentration 20mg/ml, dose 2.5mg/day) for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. An alarm was heard by the patient on the day prior to this report date. The patient came in on the day of this report to have the pump checked, telemetry confirmed that on the day prior to this report date at 8:45 the pump went into safe state and a low battery reset occurred. There were no symptoms reported. The pump was explanted and replaced.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a high resistance pump battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.